Event description:
The caller stated that the snap head of the dct tracheostomy tube broke sometime over the past three weeks during patient use. The patient required re cannulation that was not a part of routine changing. The tracheostomy tube was replaced with a similar, but unspecified shiley tracheostomy tube. The used tracheostomy tube is not available and there is no lot number.